Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image loss upon angulation issue could not be determined, however, the issue was likely the result of failure of the image sensor unit, a defective video connector internal circuit board, or a defect on the system side. The event can be detected by following the instructions for use which state: ¿3.8 inspection of the endoscopic system in the operation manual "chapter 3 preparation and inspection". ¿inspection of the endoscopic image¿ ¿1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to damage of the charge-coupled device unit, the image disappeared during angulation in the right/left directions. Additional findings include the following: due to damage on the insertion pipe, the insulation resistance value did not meet the standard value, the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the venting connector of the light guide (lg) connector was loose; due to wear of the lock engagement lever, the bending section soccer could not be firmly fixed; and due to looseness of the insertion pipe, connection between the insertion pipe and control unit was not secured. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the image disappeared during angulation (but returned) while using the endoeye flex deflectable videoscope. The procedure was completed with a similar device. There was no patient harm associated with the event.